Manufacturer narrative:
Following the evaluation of the device, the field service engineer replaced the power management pcba to resolve the problem. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed. The device context of use is unknown; however, it was noted that the problem was found prior to patient use, and there was no patient harm or injury. Although requested to be returned, the removed component was not received for evaluation at this time; therefore, the root cause at the component level could not be determined. An evaluation will be performed if the removed component is received, and an additional report will be submitted.

Manufacturer narrative:
H11 patient involvement: the device was not being used on a patient at the time of the event.

Manufacturer narrative:
Patient involvement: it is unknown if the device was in use on a patient at the time of the event. There was no patient or user harm reported.

Manufacturer narrative:
Date of report: 27may2021. There was no patient involvement.

Event description:
The biomed reported that the v60 blower will not run and has a 35 volt supply failed error in the diagnostic log. The customer reported that the unit was not in use on a patient. The product support advised the customer that the unit is affected by power management board field change order.

Manufacturer narrative:
The power management board was returned to philips for evaluation. Visual inspection observed no anomalies. Failure analysis was performed; the root cause was determined to be a failure of solder joints at r31.